Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. No damages or deficiencies were observed that would contribute to a dislodged or unsure properly inserted cannula. The cause of both reported cannula complaints could not be determined. Investigation of the bottom housing indicates that the adhesive was properly welded to the device and no damages or defects were observed that would contribute to the reported event. The cause of the reported adhesive issue could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula dislodged and was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 17.1 mmol/l (307.8 mg/dl) while wearing the pod between 1 and 4 hours. The patient reported being unsure if the cannula was properly seated in the infusion site and the cannula was dislodged.